Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced successfully. The patient was stable post procedure.